Event description:
Our sales rep reported that the distal tip of one of his trunk stock expressew iii needle&apos;s broke off in the patient while the surgeon was passing suture in a rotator cuff procedure. The sales rep stated that the surgeon commented the tip was buried deep in tissue, did not look for the broken tip, and no x-ray was taken to try and locate it. The surgeon completed the procedure with no reported adverse patient consequences. The fragment remains in the patient. The complaint device needle is being returned to mitek for evaluation.

Manufacturer narrative:
The complaint device will reportedly be forwarded to depuy mitek for evaluation and root cause analysis, however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if the device is received, an evaluation will be performed and it will be reflected in a follow-up medwatch report. Device eval: in transit.

Manufacturer narrative:
The complaint device has not been returned till date and there is no further information that would help in the investigation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar and one dissimilar complaint for this lot of devices that were released to distribution. Based on the information provided, it seems the needle was buried deep in tissue and possibly exerting excess force caused it to break. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the distal tip of one of his trunk stock expressew iii needle's broke off in the patient while the surgeon was passing suture in a rotator cuff procedure. The sales rep stated that the surgeon commented the tip was buried deep in tissue, did not look for the broken tip, and no x-ray was taken to try and locate it. The surgeon completed the procedure with no reported adverse patient consequences. The fragment remains in the patient. The complaint device needle is being returned to mitek for evaluation.